Event description:
It has been reported that the bd¿ pen needle 31x5 5b ema has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: during usage,several pen needles were noticed with needle clog, which completely prevent fluidic fill in & fill out or several pen needles were noticed with cannula bent.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen needle 31x5 5b ema has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: during usage,several pen needles were noticed with needle clog, which completely prevent fluidic fill in & fill out or several pen needles were noticed with cannula bent.